Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Section e1: e-mail: (B)(6).

Event description:
The customer reported that argyle polyurethane umbilical vessel catheters are not staying connected to the stopcocks. It occurs with every one of them that they have opened. The connector ends do not lock, the tabs seem to be slipping in the luerlock of the stopcocks. They just keep spinning, and if they apply any pulling pressure, they can pull them right out. There was no harm reported.

Manufacturer narrative:
The device history record (DHR) for lot 2435200127 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and the reported condition was observed. A corrective and preventive action has been initiated to further investigate this issue.